Event description:
The ambicor device was removed from the pt and an ipp device due to "unknown malfunction - one cylinder was shorter than the other and one cylinder appeared to have a leak, it was flat."